Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the CT revealed that the endurant stent graft in the left iliac limb was occluded, which included the endurant bifurcated and the endurant 16x13x124 stent grafts. The physician elected to perform a femoral to femoral bypass and the blood flow was restored. The physician used an angiojet to flush thrombus from left limb and re-lined the endurant stent graft on the left side with a endurant 16x13x93 iliac limb and followed by pta balloon, then implanted another manufacturer's bare metal stent from the level of the distal aorta to just proximal to the left hypogastric artery. The angiogram showed good blood flow through the left iliac limbs and left limb from the top of the graft to left external iliac artery. However, twelve days later there was no blood flow through the proximal right external iliac artery and right internal iliac artery. The physician stated that he thinks the "no blood flow" on the right was a result of the pta on the left and shifting of the organized clot near the flow divider to the right side. The physician used a 5 fogerty balloon and pulled a large mass of organized clot from the proximal right external iliac artery and then followed will a 3 fogerty balloon in the right internal iliac artery. Final angiogram showed flow resumed on both sides. Patient is alive without injury at the conclusion of this intervention. Per the physician, the causes of the events are related to the patient's anatomy; stated that he felt the limb occlusion was due to stenosis in native left common iliac artery during the index procedure - he stated the device might have been folded in a little due to the disease and may have caused outflow issues which led to thrombosis. No additional clinical sequelae were reported and the patient is fine.